Event description:
It was reported that the patient's pump was replaced due to "erosion." No further information could be obtained, as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model:8709, lot # j11339r28, implanted on: (B)(6) 2002, explanted on: unk.